Event description:
Per the clinic, the patient experienced a magnet dislodgement (specific date not reported). Surgery to replace the magnet has been completed on (B)(6) 2025. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025 for the magnet replacement surgery